Manufacturer narrative:
The doctor stated,the product did not malfunction. The only indication of an issue came when the pt was in the recovery room and complained of chest pain. A CT chest scan was performed which showed free air in the mediastinum. A barium swallow was then performed. No abnormalities were seen. The pt was released the second day following observation. No interventions were required. There was no cause identified as to how free air had entered the mediastinum. A pt follow up check two weeks later showed,the air had dissipated and the pt was doing well. Method: no allegation of device malfunction. Device not retained by customer.

Event description:
A successful procedure was performed, but the pt complained of chest pain in the recovery room. There was no allegation of device malfunction.